Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in 2020, a 27mm trifecta gt valve was implanted. Two years post-implant, moderate transvalvular aortic regurgitation and premature valve degeneration were observed. It was noted that the patient would need close surveillance and may need further valve implant in the future. It was reported that there was no adverse event to the patient at the time of report.

Manufacturer narrative:
An event of regurgitation two years after device implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported regurgitation is consistent with structural valve deterioration (svd). A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Information from the field indicated it was possible that leaflet prolapse had occurred, but further imaging to confirm this was not planned. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 26 october 2020, a 27mm trifecta gt valve was implanted. Two years post-implant, in (B)(6) 2022, echo was performed, which showed moderate transvalvular aortic regurgitation and premature valve degeneration. It was noted that the patient would need close surveillance and may need further valve implant in the future. It was reported that there was no adverse event to the patient at the time of report.